Event description:
It was reported that the 2800 system did not boot up completely and a generator error message was displayed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the kv control pcb, reseated kv meas board and connectors, along with gate control pcb and connectors. Upgraded the software. Erased flash and reloaded the software and cal files. The system was tested and found to be working as intended and placed back into service.